Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Customer service has made several attempts to contact the reporter to acquire more information. There is no further information available regarding the complaint at this time; if further information is provided, a follow up report shall be made. There was no allegation of an adverse event with this complaint. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/26/2014 with the following findings: inspection revealed that the display screen visual was dim and discolored: the reported issue was confirmed. The reported issue was directly caused by an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.